Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The piece was removed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: piece of shaver broke off in patient knee. Probable root cause: inadequate window profile; inadequate welding process (i.e. Plasma, inductive, gluing); improper material strength; inadequate size selected for the application; material brittleness; excessive force applied by the user; incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence. H3 other text: 81.

Event description:
It was reported that the device broke during the procedure. The piece was removed.